Event description:
Tiny bullet type needle detached from suture material as physician was suturing during a vaginal hysterectomy. Physician unable to retrieve, needle intentionally left in pt to avoid any trauma to the pt. This was disclosed to the pt. Physician and rep for the product do not feel that this should cause any pt harm. FDA safety report ID# (B)(4).